Event description:
The user facility reported that during a patient procedure when "return to level" was selected on the table's hand control, the 4085 surgical table went into reverse jack knife position. No report of injury or procedure delay. The procedure was completed successfully.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 4085 surgical table and confirmed that the table was operating to specification. The reported event was unable to be duplicated. Upon further investigation, the technician found the sliding sensor was moving "slow". The technician replaced the sliding sensor as a precaution, tested the unit, confirmed it to be operating according to specification, and returned it to service. The sliding sensor would not cause or contribute to the reported event. The unit is not under steris service agreement for preventive maintenance activities; the user facility is responsible for all maintenance activities. The 4085 surgical table subject of the reported event is approximately 14 years old. No additional issues have been reported. UDI related data clarification: the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.